Event description:
It was reported the patient presented with redness and hardness at the pocket from an infection. The implantable cardioverter defibrillator (ICD) was explanted. The physician attempted to explant the right ventricular (rv) lead on 6 may 2024 but was unsuccessful. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned. Interrogation results and visual inspection was normal. The cause of infection could not be traced to the device.